Event description:
Customer reported an incident where all four scales were intermittently alarming "incorrect weight change detected" during treatment. Additonally, the customer stated the this machine was down due to incorrect pt fluid removal issues. No blood loss reported. Machine runtime not reported.

Manufacturer narrative:
Facility biomed technician was unable to duplicate the reported condition when conducting a 10-hour simulated run. All scales tested within specification; but the biomed technician stated that the protect and hydraulic values on all scales during verification are approx 20 bits different from each other. Additionally, the biomed technician stated that the ICU where the pt is located is close to a microwave tower that has caused some problems with other medical equipment in that location. A lead blanket has been used to block the waves. No blood loss nor medical intervention was reported. Gambro shipped 4 new scales for the biomed technician to replace as preventive measure. We have received the downloaded machine data files and are awaiting further information from the biomed technician regarding the facility's investigation relating to the microwave tower interference. Further investigation is being conducted by the manufacturer.